Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer. However, the investigation of said device is still in progress at the time of this report. Material from our production line was functionally inspected according to tp-(B)(4) and no issues were detected that can lead this customer complaint. The device history record of batch number 74l1602268 shows that the product was assembled and inspected according to our specifications. This report will be updated upon completion of the device investigation.

Event description:
Customer complaint alleges that the device stopped aerosolizing after a few seconds use. Alleged event reported as detected during a patient use. A new device was used with no issue. No injury or consequence to patient was reported. Patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed on the returned sample. Approximately 5cc of water was injected into the jar. The returned sample was connected to a flowmeter and the airflow was increased to 8 lpm. A mist was produced from the chamber of the nebulizer. The device continued to mist for more than 6 minutes, therefore, based on the functional testing, there were no functional issues found with the returned sample. The reported complaint that the nebulizer stops nebulizing after a few minutes could not be confirmed through functional inspection of the returned sample. The device continued to mist for more than 6 minutes with no issues. The investigation of the returned sample found no evidence to suggest a manufacturing related cause as no functional issues were found with the returned sample.

Event description:
Customer complaint alleges that the device stopped aerosolizing after a few seconds use. Alleged event reported as detected during a patient use. A new device was used with no issue. No injury or consequence to patient was reported. Patient's condition was reported as "fine".